Event description:
It was reported that this right atrial (ra) lead exhibited what appeared to be oversensing or loss of capture. It was noted the right atrial automatic testing feature has never had success since implant. Technical services (ts) discussed troubleshooting options. The health care professional (hcp) will have patient in office to evaluate the lead. No adverse patient effects were reported. The lead remains in service.